Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, e1, h3, h6.

Event description:
Patient's husband reported a left side rupture confirmed via ultrasound, "started feeling pain for several days," and a bilateral exchange from textured to smooth implants due to the patients concern with the products. Healthcare professional later reported capsular contracture baker grade iii/IV. Healthcare professional additionally reported "pericapsular fluid," "hemostasis was confirmed," and "the implant was noted to be intact with adherent capsule surrounding it." Healthcare professional also reported "cysts" which is not device related. The device has been explanted and replaced.

Event description:
Patient's husband reported a left side rupture confirmed via ultrasound, "started feeling pain for several days," and a bilateral exchange from textured to smooth implants due to the patients concern with the products. Healthcare professional later reported capsular contracture baker grade iii/IV. Healthcare professional additionally reported "pericapsular fluid," "hemostasis was confirmed," and "the implant was noted to be intact with adherent capsule surrounding it." Healthcare professional also reported "cysts" which is not device related. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ double capsule: unable to observe as it is not related to the device. ¿ seroma late: unable to observe as it is not related to the device. ¿ cyst ¿ ndr: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's husband called to report a left side rupture confirmed via ultrasound, "started feeling pain for several days", and a bilateral exchange from textured to smooth implants due to the patients concern with the products. Device remains implanted.